Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - litigation alleges that the patient suffered intense pain in her right hip and down into her leg, difficulty walking, difficulty sitting and difficulty laying on her right side. The patient also suffered from swelling, nausea, fatigue and dizziness. An aspiration revealed a small fluid collection beneath the patient's scar in her right hip. The patient also suffers from pain in her left hip, which is becoming a problem, but she cannot do anything about it until the right hip gets revised. Update rec'd - (B)(6) 2014: medical records received. Dor provided. Upon revision, low viscosity yellow fluid, green gray discoloration of the synovial tissue, osteolysis, and black corrosive material at the taper were noted. The stem and sleeve are being added to the complaint. Update: (B)(6) 2014 complaint com-(B)(4) was found to be a duplicate of this complaint. Com-(B)(4) is being rejected. Update rec'd (B)(6) 2014 sales rep reported revision surgery. Patient was revised to address pain. There is no new information that would affect this investigation. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed. The 1818910-2014-10387 is a duplicate report of 1818910-2014-18407. The 1818910-2014-10387 will be rejected. The 1818910-2014-18407 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered intense pain in her right hip and down into her leg, difficulty walking, difficulty sitting and difficulty laying on her right side. The patient also suffered from swelling, nausea, fatigue and dizziness. An aspiration revealed a small fluid collection beneath the patient¿s scar in her right hip. The patient also suffers from pain in her left hip, which is becoming a problem, but she cannot do anything about it until the right hip gets revised. Update rec'd- (B)(6) 2014: medical records received. Upon revision, low viscosity yellow fluid, green gray discoloration of the synovial tissue, osteolysis, and black corrosive material at the taper were noted. The stem and sleeve are being added to the complaint.